Event description:
It was reported that an roi-c cage fractured in the c2/3 disc space intra-operatively while installing the second plate. The cage and plates were removed and replaced with a new cage and plates. The fractured pieces of the cage were recovered. There were no patient impacts.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the device was not returned for evaluation, an image was provided confirming the fracture. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c cage fractured in the c2/3 disc space intra-operatively while installing the second plate. The cage and plates were removed and replaced with a new cage and plates. The fractured pieces of the cage were recovered. There were no patient impacts.